Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a hemodialysis catheter. The customer reports the mahurkar maxid catheter 19 cm developed a hole, under the clamps. Catheter has been in place less than 6 weeks. Catheter had to be removed and replaced.